Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and calcified mid right coronary artery (rca) that is 90% stenosed. Predilatation was performed prior to stenting. After deployment of a 3.0x23 mm xience prime stent in the lesion, a distal edge dissection occurred. A 3.0x12 xience prime stent was implanted to cover the dissection successfully after post dilatation. There was no resistance during advancement or removal of the device. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.